Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: ((B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a trumatch knee surgery, the tibial block broke in half.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted block confirmed the reported breakage. Review of the device history records did not reveal any manufacturing deviations or anomalies. A design file review was conducted and confirmed the proposal design and product design were designed with in trumatch specifications. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor to the breakage and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.